Manufacturer narrative:
Investigation is ongoing. (B)(6) registry.

Event description:
Upon deployment of a 23mm sapien 3 valve in the aortic position, the valve canted and shifted aortic resulting in the valve landing high with moderate paravalvular leak (pvl) noted on echo. Post dilate was concerned; however, due to calcification noted in the sinuses on echo and fluoroscopy was not performed. Presumed that pvl was due to high position a second valve was prepared and deployed lower within the first valve. Moderate to severe central leak was noted on echo (tee) and ice (ice probe was inserted to aid in assessment), and appeared that the valve leaflet was not functioning appropriately. A pigtail catheter and the valve was ballooned in an attempt to free leaflet. The central leak worsened and hemodynamics started to decline. A third valve was prepared and implanted, trace to mild pvl and trace central remaining after implant. The patient re-prepped when hemodynamics began to decline. Coronaries and groin shots performed and there was no occlusion good flow was noted. The patient pressure stabilized and the patient was transferred in stable condition for post management care. Per report, the physicians presumed that patient's low ejection fraction combined with several bouts of rapid ventricular pacing during deployments was the reason the patient began to become ischemic and decline hemodynamically. There was no CT on patient due to high creatinine. Valve sizing performed via echocardiography. A 23mm valve implanted based on echo sizing. Extreme calcification noted on fluoroscopy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The devices remains implanted in the patient and was therefore not returned to edwards lifesciences for evaluation. No imaging was provided. Manufacturing mitigation's are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. The frame components are 100% visually inspected by both manufacturing and quality for the following: scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions per procedure. The frames are 100% dimensionally inspected per procedure. In addition, the frames are 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle per procedure. The frames are mechanically tested (tensile test) on a sampling basis per procedure leaflet components undergo the following inspections per procedure: leaflet thickness is measured per process sheet/ work order requirements. During the production flow testing, the coaptation test was performed using appropriate fixtures and instructions per procedure. The adequacy of thv valve coaptation and valve appearance are 100% inspected per procedure and training respectively. Prior to final packaging, 100% visual inspection is performed at preliminary packaging per procedure to ensure no damage to the valve from handling between holder inspection and brep process. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review did not reveal any other additional complaint related to ¿valve regurgitation central leak¿, ¿leaflet motion restricted in patient¿, or ¿leaflet inadequate coaptation-in patient¿ a review of the complaint history from january 2018 to december 2018 revealed other similar returned complaints for the trend categories above. The complaints were unable to be confirmed. No manufacturing non-conformances were identified during the investigations of the similar complaints. During evaluation procedural factors were identified. A review of complaint history revealed that the occurrence rate did not exceed the december 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. A review of the risk management documentation for regurgitation-central leak and motion restricted in patient was performed. There was no procedural imagery provided for evaluation, the complaints for ¿valve regurgitation-central leak¿ and ¿leaflet motion restricted in patient¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening. Manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Per report, the second valve was ¿deployed lower within the first valve¿. Per procedure, if the thv is placed too ventricular, the valve may be nonfunctional and significant central aortic regurgitation may occur. Additionally, the valve was post dilated in an attempt to resolve the issue with coaptation and central leak. The procedural training manual list central ar as a potential risk of post dilating the valve. This was supported by the worsening of the central leak after post dilation was done. Other patient and procedural factors that can cause or contribute to central regurgitation including, leaflet impingement by calcification, slow recovery of adequate ventricular flow post valve deployment and rapid pacing. As noted in the complaint description, ¿patient's low ef combined with several bouts of rv pacing during deployments was the reason the patient began to become ischemic and decline hemodynamically¿. Multiple episodes of rapid pacing could affect the recovery of adequate blood flow, especially for a high age and/or sick patient, and could result in poor lv function (low ef) and subsequent aortic regurgitation (ar). The complaints were unable to be confirmed, as no manufacturing non-conformances were identified during evaluation. Available information suggest that procedural factors (valve position/post dilation/ excessive rapid pacing) contributed to the reported inadequate coaptation of leaflets and central leak. However, a definitive root cause could not be determined. There was no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the december 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.